Manufacturer narrative:
(B)(4).

Event description:
No product or data was returned for evaluation. However, a photograph was provided and confirmed the reported event of a skin reaction. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/15/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2016. The patient stated that the skin underneath the sensor site became itchy and red. Skin also bubbled and caused the sensor to be removed due to the discomfort from the reaction. The affected area was treated with hydrogen peroxide and clotrimazole cream, prescribed for a previous reaction. Patient reported that he has been experiencing skin reactions for approximately 3-4 months that generally include: redness, weeping and itching. Patient has used flonase as a skin barrier method and stated he does not have a history of prior skin sensitivities or skin reactions. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.